Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an idvt (idiopathic deep vein thrombosis) cardiac ablation procedure with a qdot catheter, the patient experienced a pericardial effusion treated with pericardiocentesis. First, it was reported that the qdot micro catheter polar wire system is defective. During the procedure, "after some manipulations," the physician felt the qdot micro catheter was not "functioning properly." The catheter was removed from the body, and they noticed a "bend" on the end of the catheter when releasing the deflection. The catheter was replaced and the issue resolved. The procedure continued. It was also reported that after completing the ablation, the physician checked for pericardial effusion, and a moderate pericardial effusion was found during check with the ice catheter/ultrasound. There were no vital changes in the patient. The medical intervention provided was pericardiocentesis. The patient's last known status was stable. The physician noted that the effusion was not related to the catheter. Products used were qdot micro¿ catheter, soundstar® catheter, ngen generator, and carto 3 system. The patient fully recovered and did not require extended hospitalization. The physician's opinion on the cause of the adverse event was procedure and patient condition. The procedural act (activated clotting time) was >350. No evidence of steam pop. No transseptal puncture was performed. No error messages observed on biosense webster equipment during the procedure. Regarding the first qdot catheter with the bend: there were no wires exposed or any lifted/sharp rings. There was no resistance during insertion or removal of the catheter. The issue was found approximately 2 cm from the distal end of the catheter. The device was no pre-shaped. This report is for the second qdot catheter.